Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: omprakash yadav, munuswamy gurupadham rajesh dhanaskar, & manoj reddy. (2022). Lcs mobile bearing total knee replacement ¿ a minimum 5yrs follow up study in tertiary care hospital, kanchipuram. Journal of pharmaceutical negative results, 102¿110. Https://doi.org/10.47750/pnr.2022.13.s01.13. Objective and methods: the purpose of this retrospective observational study was to investigate the long term outcomes for the depuy lcs mobile bearing tka in 36 patients implanted between 2017 and 2022. The manufacturer of the thas secured with the cement is unknown and it is unknown if the patellas were resurfaced. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: depuy lcs mobile bearing tka including the femoral component, tibial tray, and tibial insert. Adverse event(s) and provided interventions associated with depuy devices: 1 prolonged hospital stay due to incision site erythema secondary to delayed wound healing- no invasive treatment provided. 1 prolonged hospital stay and admission to the ICU to treat postoperative hypotension and tachycardia- no invasive treatment provided.